Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not perform an adequate seal. Smoke was observed and an end tone sounded after the device was activated, but the seal was not complete. There was oozing from the seal site, but no patient injury resulted. Another device of the same type was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.